Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the leads terminal pin into the device header is suspected to be the cause of the connection issue observed during the device replacement procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during a scheduled device replacement procedure, the terminal end of the existing right ventricular (rv) lead would not initially fit into the new cardiac resynchronization therapy defibrillator (crt-d) device header. The rv lead was successfully reinserted into the previous devices header so an issue with the new crt-d device header was suspected. As a result, a different device of the same model number was requested to be used by the physician. However, the same difficulty in inserting the existing rv lead terminal end into this devices header was observed as well. The boston scientific field representative noted that the sealing rings on the terminal end of the rv lead exhibited some visible damage, indicating they were a bit misshapen. The physician was subsequently able to successfully insert the rv lead terminal end into the header of the first new crt-d device with no electrical or integrity issues and with stable measurements. The surgical procedure was then successfully completed. The rv lead remains in-service, and the attempted crt-d device was returned for analysis. No adverse patient effects were reported.